Event description:
Medtronic received information that following the implant of this bioprosthetic valve, after the patient was weaned from cardiopulmonary bypass, transesophageal echocardiography revealed a paravalvular leak in the noncoronary cusp which was felt to be significant. The aorta was re-cross-clamped and cardioplegia readministered and the aortotomy reopened. Examination of the valve revealed a pledget suture had pulled through the noncoronary cusp through very friable tissue. The valve was explanted and successfully replaced with another mosaic valve. There were no adverse patient effects reported.

Manufacturer narrative:
Product event summary (B)(4) 2012 - per phone conversation with rep on (B)(4) 2012, no customer response is required. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.